Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer reset the pump and continued to use it for insulin therapy. Customer¿s blood glucose level was 114mg/dl.